Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a change in charging patterns. It was stated the ipg would not hold a charge consistently and would turn off randomly. As such, the patient underwent surgical intervention on (B)(6) 2019, where the ipg was explanted and replaced. Reportedly, the patient has effective therapy post-operative.